Event description:
It was reported that during a roux-en-y procedure, the staples would not form when firing the first two devices. The third device was making an abnormal sound. The third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Devices e and f were received with an insufficient cartridge weld. No functional test could be performed with the devices. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. While no conclusion could not be reached as to how the cartridge weld became insufficient, if should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device (g) was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining 28 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld; conclusions: the analysis results confirmed that four devices (a-b-c-d) were received sterile and in good visual condition. Device a was opened and tested for functionality. When tested for functionality the device fired and formed the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Event could not be confirmed as the device worked as intended. The analysis results confirmed that six devices (h-I-j-k-l-m) were received sterile and in good visual condition. One device, (h) was opened and tested for functionality. When tested for functionality the device fired and formed the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The analysis results confirmed that devices e, f and g were received with an insufficient cartridge weld. No functional test could be performed with the devices. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. While no conclusion could not be reached as to how the cartridge weld became insufficient, if should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.